Event description:
Bed in hallway with note "head of the bed go up and will go down but itself". No injury reported.

Manufacturer narrative:
Technician - bed located in ici hallway with note head of the bed go up and will go down but itself. Transported the bed to repair area. Found: CPR valve was not working. Repair: replaced CPR valve to resolve this issue.